Event description:
Edwards received information that blood leakage was noted from a femoral arterial cannula body on the second day of use. There were no damages observed on the cannula before use, and it was used as a perfusion cannula during percutaneous cardiopulmonary support (pcps). However, the blood flow became low so the customer checked the device and found blood leakage from the center of the cannula body, slightly closer to the tip area of the wire reinforced section. The cannula was exchanged for another one of the same model number and the problem was resolved. It was further reported that the cannula was inserted into the ascending aorta of this pediatric patient and secured in place with a purse string suture. The doctor was aware that this cannula was for femoral insertion, but it was inserted into the ascending aorta per the doctor¿s judgment. Initially, no serious patient injury was reported. It was learned through additional follow-up that a large amount of blood leakage occurred. The exact amount of blood leakage was reported to be unknown. Pcps was also exchanged when replacing the cannula after blood leakage was noted, and about ¿30 units¿ of blood transfusion was performed. The ¿30 units used were not equal to the amount of blood lost; this includes the amount used during priming since the pcps was exchanged. The patient remained in ICU care but had been weaned off from pcps.

Manufacturer narrative:
Result: failure to follow instructions. Misapplication/misuse of device. Patient's condition contraindicated use of device. Additional manufacturer narrative: the device was returned for evaluation and the as reported compliant observation of ¿leakage¿ form the cannula body was confirmed. During functional leak test, a leak was found coming from the wire-reinforced section of the cannula body. Upon closer examination, a cut in the cannula body measuring approximately 0.068" long was identified as the source of the leak. During visual examination, there was no other visual damage, contamination or other abnormality found on the device. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Based on the information received and the product evaluation findings, a definitive root cause for the cut in the cannula was unable to be determined; however, abnormal use likely contributed to this event. Neither a manufacturing defect nor a product deficiency was identified. This product goes through a 100% inspection for surface defects or damage prior to release. The reported complaint observation was noticed on the second day of use which indicates that this device was received at the hospital free from surface defects, contamination or damage. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings, precautions and contraindication: ¿do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open. Femoral access cannulae are contraindicated for long-term use (> 6 hrs), including extra corporeal membrane oxygenation (ECMO) procedures.¿ the fmea adequately addresses potential causes of failure and the associated hazards. The complaint trend was assessed and found to be out of control since the cpm decision limit was exceeded in the three month review. It was noted that in the two months with high cpm, the cpm results were due to one (1) complaint each month. No further action is required at this time as there was no confirmed manufacturing, design, supplier, IFU, or labeling related root cause and this device was not used as intended per the IFU. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when evaluation is complete.